Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer was advised to insert new aaa alkaline battery and display did not return. Customer was advised to remove battery for 10 minutes. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.